Manufacturer narrative:
Retainer ring = black. (B)(6) 2020 customer alleged the insulin pump having critical pump error (open book). Device received with critical pump error (open book). Unable to perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). The crest and thus software was utilized and successful and no pump error 35 found in the file history. However, pump error 3 alarm was found on 07/26/2020 10:01:13, 01:08:26.. In the file history. Device was cut open to perform visual inspection and found moisture damage the force sensor, keypad flex tail, keypad connector, internal battery connector, u2, u28/pcb1, motor. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. The force sensor offset measured within specification range during testing. Device had scratched case. The test p-cap locks properly in place in the reservoir compartment noted. In conclusion, critical pump error (open book) during testing and pump error 3 alarm found in the insulin pump history, due to moisture damage to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6)2020 customer alleged the insulin pump having critical pump error (open book). Device received with critical pump error (open book). Unable to perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). The crest and thus software was utilized and successful and no pump error 35 found in the file history. However, pump error 63 alarm variable info 01 was found on (B)(6)2021 in the file history. Device was cut open to perform visual inspection and found moisture damage the force sensor, keypad flex tail, keypad connector, internal battery connector, electrical board 1, motor. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. The force sensor offset measured within specific range during testing (0.9 milivolts). Device had scratched case, cracked case (battery tube), missing display window cover. The test p-cap locks properly in place in the reservoir compartment noted. In conclusion, critical pump error (open book) during testing and pump error 63 alarm found in the device history, due to moisture damage to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image alarm. The customer stated insulin pump had a red cross and arrow pointing to a book. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.